Event description:
Pt was implanted with three plates and fourteen screws for a distal tibia fracture on (B)(6) 2011. Pt presented to the surgeon complaining of pain one year post implant. Pt was returned to the operating room on (B)(6) 2012 for removal of all hardware. Reportedly, the fracture had healed. This report is #13 of 17 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.